Event description:
During a left heart catheterization, the physician noted a kink in the catheter as it was located in the left ventricle. The physician was unable to straighten the kink with a guidewire. The kinked catheter was then pulled back to where the sheath was located in the right femoral artery, but the catheter could not be drawn through the sheath. The physician then advanced the catheter around the left iliac, where a guidewire was able to straighten the catheter and allow it to be removed through the sheath. Following the procedure, the pt complained of abdominal pain, and an angiogram confirmed a dissection of the abdominal aorta. No surgery was necessary to reapair the dissection. The pt was under observation for several days, then released.

Manufacturer narrative:
Visual examination of returned catheter revealed a kink to be present approximately 6.5 cm from the tip of the catheter. The ID and od of the unit were measured and found to be within specification. Our manufacturing history recored for the product were reviewed and appear normal. This catheter is subjected to multiple in-process inspections before release which would detect a kinked condition. No similar complaints have been reported on catheters from this mfg lot. The reported event is not occurring more frequently or with greater severity than is usual for the device.